Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a knee replacement surgery, it was observed that the motor device drill immediately started to smoke and had a grinding noise. It was not reported whether there was a delay to the surgical procedure or whether a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed it was heating up and making unusual noise. Therefore, the reported condition was confirmed. It was determined that when the device failed for heat, the test was stopped for the technicians¿ safety and the device was not run long enough to confirm smoke but with a broken drive shaft it experienced smoke. The assignable root cause was determined to be due to abuse, misuse, and excessive force. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.